Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment site. Subsequently, the patient underwent skin revision surgery under general anesthesia on (B)(6) 2025, during which the skin was incised around the abutment until they were exposed and a healing cap was placed.